Event description:
43 y/o (year-old) patient who used the medical device essure per her family - had a severe life-threatening event of hemorrhage that required multiple surgeries and life supporting measures. 43-year-old female presented to the emergency department having a syncopal episode and then vomiting. In the emergency department she had sudden hypotension, increasing abdominal distention. She was intubated, massive transfusion protocol was initiated. Ctas (computed tomographic angiography) were obtained which showed no arterial injury but large hemoperitoneum with concern for venous bleeding. Surgery was consulted- multiple surgeries and complications from her illness.